Event description:
No longer needed internal jugular tesio catheter. The tesio catheter was so scarred down and fibrotic that it was difficult to manipulate. The distal 10cm catheter was snapped off by itself and then lodged into the internal jugular vein. Dr performed a fluoroscopic examination to make sure that it had not traversed and the cut catheter was a red one which is the shorter of the two and it was still above the blue tip. Therefore it has not moved at all. Going to be difficult to get it out. Surgeon states this catheter seems to stimulate more than the usual amount of scar tissue and wonders if that was a contributing factor. Pt was to have the remainder of the catheter removed at a local hospital, possibly the next day.